Manufacturer narrative:
Event site postal code:(B)(6). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that the guidewire folded within the intra-aortic balloon (iab) and could not be inserted. A new iab was successfully inserted to provide therapy. There was no patient harm or adverse event reported.

Manufacturer narrative:
A supplemental report will be sent upon additional information.

Manufacturer narrative:
The iab was returned with the membrane completely unfolded and blood on the exterior of the catheter. The guide wire, sheath, dilator and one-way valve were also returned. The guide wire was found to be kinked in two places approximately 45.5cm and 50.5cm from j-tip. The inner lumen was found to have a bend approximately 21.6cm from iab tip. The technician attempted to insert the returned 0.025¿ guidewire through the inner lumen and was unable to do so due to the guide wire having kinks. The guide wire as received indicated kinks on the on the wire and a bend on the inner lumen. We are unable to determine when the kinks may have occurred. Kinks in the guide wire and a bend in the inner lumen can cause difficulty inserting the guide wire. The evaluation confirmed the reported problem. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint # (B)(4).

Event description:
N/a.